Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported: 'the sterile packaging appears to have moisture damage and excess moisture inside that looks like its packaging may have leaked. It was not opened and was not used for surgery.'